Event description:
It was reported that during the implant procedure, the lead impedance was within normal ranges. However, the next day, the lead exhibited high impedances. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on the proximal conductor (not obstructed), and blood was found in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head). The outer insulation was torn, and contained foreign material and a cosmetic cut. The lead appeared to have been stretched, and apparent explant damaged was noted.